Manufacturer narrative:
Device evaluation: power management board was received at the v60 vent manufacturing facility for evaluation. Pm board was installed in the failure investigation test ventilator in an attempt to duplicate the reported problem. The test vent was powered up, and ran. No failures were identified. The root cause for pm board failure/vent won¿t start up experienced by the customer could not be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer sent the v60 ventilator to the international service center for routine periodic maintenance. During servicing the technician identified that the device did not start up occasionally after battery discharge testing. There was no patient involvement.